Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. The trial patient was concerned that their led may have become dislodged as the wire had a slight curvature to it. They also felt a shocking sensation last night and noted that they believed that this was when the lead moved. The patient also stated they noticed some blood and believed this was due to them being allergic to surgical tape. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received on july 30, 2019 from the trial patient reported they had a lot of trouble with the device. They mentioned they got it caught on the back of a chair and it hurt. Then someone noticed that the incision site was bleeding so they went to the ER to have it checked where new bandages were put on the site. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive no injury¿. There were no further complications reported or anticipated.